Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was fixated three times with low impedance noted throughout the case. Adequate values were obtained on the final attempt and the lp had difficulty releasing from the delivery catheter. The lp was successfully released and after 5 minutes, there was loss of capture and sensing. Fluoroscopy confirmed the lp had dislodged to the right atrium. The lp was retrieved and the implant was abandoned. The patient was in stable condition.